Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external visual inspections were performed and passed. Leak testing, clamp function testing, clear passage testing, and a simulated therapy were performed on the device with no issues noted. The results of the sample analysis revealed the device met product specifications and upon conclusion of the evaluation, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during peritoneal dialysis therapy while the patient was connected to the device. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to finish therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.